Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy, the needle broke im half leaving half of the needle stuck in the device and the other half stuck in the patients tissue. A total of three x-rays were taken. The first x-ray verified the foreign body, the second verified the location of the foreign body near an endoclip. Multiple attempts were made to retrieve the broken piece without success. The third x-ray showed that the endoclip had been removed but the broken needle was still present. Surgeon decided to close patient. No additional information for this report is available.